Event description:
On 8/5/96 pt complained of slight sensation in right eye. Doctor diagnosis corneal ulcer and administered gentamycyn. Number days between cleaning and symptoms: new lens results of biopsy scrapins; unk;